Manufacturer narrative:
Continuation of d10: product ID a810, unknown implanted, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving baclofen (200mcg/ml) via an implantable pump for spinal pain indications. It was reported the healthcare provider (hcp) was refilling the 40 ml pump and could only get 35 ml into the pump. It was verified that the hcp aspirated and got back almost 7ml and were expecting a little over 5ml. The hcp reported seeing bubbles after getting 7ml back. The hcp stated they had withdrawn the entire 35 ml and then put it back in and was still unable to get more than 35ml. A new needle was used but that did not resolve the issue. Additional information was received on the day of this report from a company representative. It was reported that the patient's pump had a memory error and that service code 243 popped up. The infusion settings were not on the pump anymore. It had been 7 days since the settings had been put on the pump, and some medication did infuse in those 7 days. The reservoir volume was 15.5 cc on (B)(6) 2025 and the reservoir today (B)(6) 2025 is 13.4 cc. The company representative stated that he has the telemetry reports for after the initial interrogation and today. The company representative stated the pump logs only showed a magnetic resonance imaging (MRI) on (B)(6) 2025 but nothing else. The company representative sent reports over to patients healthcare provider for review.